Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via email issues with the insulin pump. Customer advised they changed out the reservoir and infusion set, however the date does not change or update. Customer advised the amount of insulin left in the reservoir seems to be calculated correctly which is the only way they can estimate when to change it. Customer was called back and advised they were getting sick which is why their blood glucose levels were a little high. Customer's blood glucose level was 285 mg/dl. Customer advised their health care provider made changes to their settings. Customer was able to perform the displacement test. Customer was advised the device would need to be replaced since the reservoir started screen was not updating on the device. Customer advised there is a crack where the battery cap screws in while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.